Event description:
There was an allegation of questionable elecsys estradiol iii results with two samples from one patient tested on cobas e 801 analytical unit when compared to a competitor instrument. The initial result was 237 ng/l. The repeat result was 254 ng/l. A new sample was obtained and the result was 316 ng/l. At an external laboratory, the sample generated a result of <15 ng/l using the beckman coulter dxi800 system. The low result generated with the competitor method was considered consistent with the patient¿s clinical condition.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Qc and calibration data were within the expected ranges. Sample material was requested for investigation, but was not available. The patient is diagnosed with adrenal gland disorders that can be related to steroid hormone disorders. Therefore, it could not be excluded that there is an interferent present in the patient (samples), possibly causing the elecsys estradiol iii result to be falsely high. Per the "limitations - interference" section of the method sheet, "steroid drugs may interfere with this test. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.